Manufacturer narrative:
The insulin pump was received with moisture damage to electronic and motor assemblies per visual inspection. Unit received with minor scratches on lcd window and reservoir tube window, broken belt clip slot, missing end cap sticker, cracked case at display window corners and light moisture damage to keypad traces.

Event description:
It was reported that the customer's insulin pump has moisture damage. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.